Event description:
A female patient has had repeated fungal infection in fer vaginal area. Both the hinges on the rhapsody cabinet lid have broken off. The regulatory valve that fits inside the disinfecting bottle looks like it has been broken for quite some time. The bath is in a scurry state. Bath has not been disinfected for a long time